Event description:
The construct has loosened. No surgical intervention has been performed as of the date of this report. X-rays were rec'd and evaluated. From the films which were taken post-operatively, evidence does indicate that the device may not have been adequately tightened at the time of surgery. The rep stated, at the time of surgery, surgeon may not have adequately tightened the construct. The surgeon has stated, in phone conversation, that he is aware that the construct has loosened but does not intend to perform surgical intervention unless the pt complains. The dr. Stated, "I treat the pts, not the x-rays".

Manufacturer narrative:
Letter to surgeon providing information regarding device testing prior to market release. Information verifies no failure to device during testing. Specific information regarding fasteners of the device which indicated no signs of fasteners loosening during testing, information details deviations of loosening torque of the fasteners. MFR tested the device according to FDA guidelines, astm provisional standard f-04.35.1 "static and fatigue test methods for spinal implant constructs in a corpectomy model", and submitted the test data in our 510k submission. The testing as a corpectomy model simulating an s1/l4 skip. Two final substantive tests were run-out to 5 million cycles without failure. Additionally, testing of the construct was performed under corpectomy model conditions according to procedure. The hex bolt fasteners for the device were torqued (recorded), the test initiated and once the test was complete the removal torque of each fastener was measured and recorded. The loosening torque standard deviation for the fatigue testing was only .29 n-m (2.5 inch lbs.) Average for the 12 fasteners used in testing. While it is yet inconclusive why the construct may have loosened in the above mentioned patient, MFR believes this data may be informative.